Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the station was not turning on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that the station had a blank screen and checked the power outlet and power cable, but the station was not turning on. All drawers were disconnected by removing the pyxibus cables, which allowed the station to launch the pyxis application. The issue was further troubleshot by isolating the main, auxiliary, tower, and remote manager components. It was eventually identified that drawer 3-2 was causing the issue. The control board and solenoid were replaced, and the drawer began functioning again. The customer verified the drawers using pyxis inventory, and fse assisted the customer in removing a cubie pocket that had a medication jam. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not turning on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.